Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer dissatisfaction on pump. There was an issue reported with the sensor and pump in automode the blood glucose values are not accurate and the patient was admitted to hospitalized due to the diverse readings on sensor. The patient experienced diabetic ketoacidosis, hyperglycemia, hypoglycemia and was admitted to hospital emergency room. The event involved product(s) unknown pump, mmt-332a, unomedical, unknown sensor. Troubleshooting was not performed. It was not known whether the auto mode feature was active at the time of the event and whether the pump was used within 48 hours of the reported event. No further patient complications were reported. No product return is required for unknown sensor. No product return is required for unomedical. No product return is required for unknown pump.

Event description:
Updated summary: the customer reported that a friend ended up in the emergency room on sep. 7, 2023 due to alleged diabetic ketoacidosis (hyperglycemia) and hypoglycemia. Customer reported friend had an issue with sensors and pump in auto mode. It was stated friend was not paying enough attention to what the pump and sensor were doing, and they trusted the sensor to be accurate. No troubleshooting was provided and no further details were provided since this was a survey.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.